Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1528903) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. It was reported the deployer encountered peripheral vascular disease throughout the right leg. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Infections resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. A patient with a weakened immune system may have been at higher risk for developing necrotizing fasciitis. It was reported the patient had a history of smoking, diabetes and infection following a previous surgery, possibly placing the patient at higher risk for developing an infection. Without knowing the cause of death or the necrotizing fasciitis and without the return of the device, no conclusions can be drawn between the relationship and these events. Should additional relevant information become available, a supplemental MDR will be filed. Additional information: exact date of death was unknown, however, it was over the weekend in the early part of (B)(6) 2016. Additional information: the patient did not receive prophylactic antibiotics prior to the procedure. The patient was under local anesthesia during the procedure. It is unknown if the patient was taking chemotherapy, steroid therapy or tnf inhibitors.

Event description:
It was reported that a patient developed necrotizing fasciitis following an endovascular procedure, in which a mynxgrip 6f/7f vascular closure device was used for arterial closure. Arterial access was obtained via the left common femoral artery. A long 7 french (fr) sheath was placed "up and over" to access the patient's right side. During placement of the sheath, peripheral vascular disease was encountered throughout the right leg. The physician was unable to intervene because the patient was in discomfort and could not lay still on the table. The peripheral intervention was deemed unsafe due to the patient's movement, so the procedure was aborted. The arteriotomy was closed with the mynxgrip device in conjunction with a 6fr procedural sheath. The device packaging was not compromised during storage. The packaging was opened in a sterile field. Hospital protocols (i.e. Sterile technique) were followed. While inserting the mynxgrip device, resistance was met. Deployment of the device was successful and performed in accordance with indicated standards. The access site was immediately cleaned and dressed in a normal fashion. Following closure, the patient "seemed to respond well to the mynx closure." The procedure was performed as outpatient. The patient was discharged the day after the procedure in a normal fashion without issues noted with the mynx. It was unknown how the access site was cleaned/maintained after the patient was discharged. Twenty four (24 )hours later, the patient became "ill and was not recovering normally," the patient was re-admitted with groin problems. Within 48 hours, the patient was referred to a general surgeon, who removed tissue from the patient to prevent spreading of the bacterial infection that had developed. It was unknown if antibiotics were given. The patient expired 3 days after re-admission. The cause of the necrotizing fasciitis was unknown. The patient was later placed on life-support for an unknown reason. The decision was later made to remove the patient from life support and the patient died. The cause of death was unknown. Additional information was requested, but was unknown.